Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display, audio beep anomaly and damage from the insulin pump. The customer's blood glucose level was 246 mg/dl. The customer stated that there was a long constant beep or squeal. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that there is a crack in the battery compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage found on the electronics. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.